Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is displaced on the balloon by about 11 mm in proximal direction. The stent is deformed at both ends, i.e. Few struts are bent outwards. Microscopic inspection of the exposed balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against re-insertion if the orsiro stent system was removed prior to expansion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the mildly tortuous lcx. After pre-dilatation the device could not cross the lesion. Again a balloon catheter was inflated at the lateral branch but the orsiro could still not cross. Then it was decided to remove the orsiro from the patient and upon removal it was noted that the stent was displaced to the proximal side and the stent was everted. Another stent was used to complete the intervention.